Manufacturer narrative:
(B)(4). Report (B)(4) upgraded to serious following follow-up information received on 27-nov-2015 and medical review. CAPA: no corrective action initiated. The events are labelled in the instructions for use. A trend analysis shows that there are no increased trends of medical complaints for the reported lot numbers 12236, 11512, 12441 and 12641. Batch record reviews performed for batches restylane lidocaine 12236, 11512, 12441 and 12641 and restylane batch 11020 does not reveal any deviations that could explain the complaints. Preventative action: no corrective action initiated. The events are labelled in the instructions for use. A trend analysis shows that there are no increased trends of medical complaints for the reported lot numbers 12236, 11512, 12441 and 12641. Batch record reviews performed for batches restylane lidocaine 12236, 11512, 12441 and 12641 and restylane batch 11020 does not reveal any deviations that could explain the complaints. Manufacturer narrative: based on the information received, it is difficult to assess the exact cause of the patient's symptoms. Atrophic scar of this type are known to be caused by topical injection of steroids which in harm is a common treatment of filler granulomas. We have requested information if steroids has been injected specifically in the areas mentioned but has not received any response. The patient has been referred to and is currently under supervision by a physician in (B)(6) who has experience in using hyaluronidase and who has experience in handling of adverse events after treatment with hyaluronic acid products. On an unknown date in summer 2015 biopsies were taken and which confirmed granulomatous reaction in the costal arch area and in the left chin. A causal relation to the granuloma in the costal arch area and restylane seems unlikely due to the late onset (approx 9 years after the restylane injection). A causal relation to the blisters and restylane, restylane lidocaine treatments seems unlikely since they appeared in connection with laser treatment during 2008. A causal relation between the other adverse events and the restylane, restylane lidocaine treatments cannot be excluded. Based on the information received on (B)(6) 2015 from the physician who is handling the patient, did not indicate any fulfilling criteria for regulatory reporting. On 27-nov 2015 additional information was received indicating scarring under left cheek which was re-assessed as possibly permanent. For this reason a decision was made to report the case to the regulatory authority in (B)(6). Last information received on 1 and 8 dec 2015 indicates that the patient feels much better and has had some improvement after additional cortisone treatments. The physician also reported that the granulomatous reaction in the costal arch (in skin, stomach) has been surgically removed and is now resolved. Batch record review of restylane lot 11020: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and was released according to galderma (B)(4) quality management system. Pharmacovigilance comment: pharmacovigilance comments: pharmacovigilance comments: dr. (B)(6). Atrophic scar of this type are known to be caused by topical injection of steroids which in harm is a common treatment of filler granulomas. We have requested information if steroids has been injected specifically in the areas mentioned but has not received any response. It is not intended use to inject restylane to abdominal scar. Based on the information received, it is difficult to assess the exact cause of the patient's symptoms. The patient has been referred to and is currently under supervision by a physician in (B)(6) who has experience in using hyaluronidase and who has experience in handling of adverse events after treatment with hyaluronic acid products. On an unknown date in summer 2015 biopsies were taken and which confirmed granulomatous reaction in the costal arch area and in the left chin. A causal relation to the granuloma in the costal arch area and restylane seems unlikely due to the late onset (approx 9 years after the restylane injection). A causal relation to the blisters and restylane, restylane lidocaine treatments seems unlikely since they appeared in connection with laser treatment during 2008. A causal relation between the other adverse events and the restylane, restylane lidocaine treatments cannot be excluded. Based on the information received on (B)(6) 2015 from the physician who is handling the patient, did not indicate any fulfilling criteria for regulatory reporting. On 27-nov 2015 additional information was received indicating scarring under left cheek which was re-assessed as possibly permanent. For this reason a decision was made to report the case to the regulatory authority in (B)(6). Last information received on 1 and 8 dec 2015 indicates that the patient feels much better and have had some improvement after additional cortisone treatments. The physician also reported that granulomatous reaction in the costal arch (in skin, stomach) has been surgically removed and is now resolved.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2015 by a physician and a patient which refers to a female aged (B)(6). Medical history: the patient is basically healthy, non-smoker, no overweight. The patient has mild hypertension, osteopenia and couperosa in cheeks. Furthermore, the patient has had a gall bladder surgery in 1981. The patient is not pregnant, not lactating and has no herpes infection in the face. The patient has not had a predisposition to keloids, a scar from gall bladder open surgery 1981 is a neat, smooth pale thin line. The patient has hay fever and allergy to animals (cat, dog, horse). Concomitant treatments: the patient has been injected with botox/toxin/azzalure/dysport on several occasions. The patient has received small doses of botulinium toxin injections to relax m. Frontalis and platysma approx two times/year. The patient has got botox treatment for last 3-4 years for frontal muscles to reduce horizontal lines. The patient has also done botox/toxin extensive treatment for migraine -whole forehead/neck (dates of treatments (B)(6) 2014) and near the hairline (date of treatment (B)(6) 2014). The patient has done several previous laser treatments on whole face and neck between (B)(6) 2008) and to treat couperosa on cheeks/lower jaw vessels ((B)(6) 2008). Filler treatments: the patient has since 1996 done filler treatments 2-3 times annually with restylane range of products to several different areas in her face and decolletage using approximately 2-4 ml in total annually. Last treatment performed in (B)(6) 2014. Restylane injection has also been performed in a costal arch scar after a previous gallbladder surgery. According to the patient she has not used any other hyaluronic acid products than the restylane range. Treatment dates reported: on an unknown date in 2005 (reported as over 10 years ago), (B)(6) 2011, (B)(6) 2012 and on (B)(6) 2014, the patient received treatment with restylane (lot 11020 on (B)(6) 2011 and unknown lot numbers on the other dates). The treated areas were below the costal arch to fill a scarred pit (caused by a drain after the gall bladder operation on unknown date in 2005), nasolabial lines ((B)(6) 2011), cheeks/cheekbones ((B)(6) 2012), facial area ((B)(6) 2014) with cannula on (B)(6) 2012, unknown needle/cannula at other treatments and unknown techniques at all treatments. Amount injected was 1 ml on (B)(6) 2011 and on (B)(6) 2012, amount injected at other treatments was not provided. On (B)(6) 2012, (B)(6) 2013 and on (B)(6) 2014, the patient received treatment with restylane lidocaine (lot 11512 on (B)(6) 2012, lot 12236 on (B)(6) 2013, lot 12441 on (B)(6) 2013, lot 12641 on (B)(6) 2014). The treated areas were nasolabial lines and outer corner of the left eye ((B)(6) 2012), jawline ((B)(6) 2013, (B)(6) 2014) with unknown needles and unknown techniques. Amount injected was 1 ml on all occasions ((B)(6) 2012, (B)(6) 2013, (B)(6) 2014). Adverse events reported: with onset in (B)(6) 2015 approximately 9 month - 1 year after last injections with restylane and restylane lidocaine ((B)(6) 2014), the patient have experienced subcutaneous hardenings/hard lumps/ hard subcutaneous indurations at upper lip, lobuli of earlobe, left cheek, nasolabial fold, nasolabial corners, jaw line, lower jaw and under the tip of the jaw after treatment with restylane and restylane lidocaine. The symptoms have been recurrent. Furthermore, approximately in (B)(6) 2015 the patient started to experience scar tissue located under the lower eyelids, inside the mouth in the lip mucosa, at the chin area and high neck and lower cheeks. With onset approximately 9 years after treatment in the costal arch (2005), in 2014, the patient experienced redness, hardening, growth, swelling, of the treatment area in the abdomen after treatment to fill a scarred pit (caused by a drain after the gall bladder operation on unknown date in 2005), furthermore the patient has also experienced lower eyelids swelling and reddish indurations in the skin in different parts of the face. Approximately 9 months later, approximately in (B)(6) 2015, the patient experienced severe scar tissue (implant site scar) located under the lower eyelids, inside the mouth in the lip mucosa, at the chin area and high neck and lower cheeks after treatment with restylane. On an unknown date in (B)(6) 2008 or first months of 2009 the patient experienced blisters (blister), the blisters appeared after a laser treatment on (B)(6) 2008, now only small imprints visible. On an unknown date the patient experienced reddish indurations in the skin (implant site erythema) on the left side in the cheek and laterally from the corner of the mouth and in the lower jaw, especially under the point of jaw. Investigations/treatments of adverse events: biopsies taken during summer 2015 from the costal arch treatment area and lower chin area have confirmed granulomatous reaction in both areas. Treatment for the adverse events included hyalase [hyaluronidase] (treatment on (B)(6) 2015 into left cheek, did not work, 150 dessau units mixed with 0.5 ml nacl is injected permanently to jawline and to the left under the lumps in the lower eyelid and on the level of the corner of the mouth, 3 cm from the corner towards the earlobe. Also a small injection to the scar under the right costal arch. Hyalase has also been injected to unknown area(s) on other date(s) in 2015 (exact date(s) not reported)), clotam (acidum tolfenamicum) [tolfenamic acid] 200mg, prednisolon [prednisolone] (start date (B)(6) 2015, 5 mg tabl with starting of 6 tablets, decreasing doses 6, 5, 5, 4, 4, 4, 3, 3, 3, 2, 2, 2, 1, 1, 1 tabl in the mornings etc.) And cortisone tablets (cortisone) (start (B)(6) 2015 and stop (B)(6) 2015 without any effect). Follow-up information (fu14) stated that the patient has been treated with cortisone/kenacort (triamcinolone) under the chin (date of treatment and amount unknown). Batch record reviews performed for restylane batch 11020 and restylane lidocaine batches 11512, 12236, 12441 and 12641 does not reveal any deviations that could explain the complaints. Outcome of events: at the time of the report and the latest information received on 1-dec and 8-dec -2015, the patient generally feels much better and have had some improvement after additional cortisone treatments. The physician also reported that granulomatous reaction in the costal arch (in skin, stomach) has been surgically removed and is now resolved. Regarding the other specific symptoms outcome, they are either unknown or not fully recovered/resolved. Causality assessment by the reporter is pending. The company assessment: subcutaneous hardenings/hard lumps/ hard subcutaneous indurations (implant site induration). Hard lumps (implant site mass), two pea-size lumps/granuloma/bumps in the lower lid (implant site mass), lumps came and disappeared and changed place (disease recurrence), lower eyelids swelling (implant site swelling), reddish indurations in the skin (implant site erythema), granulomatous reaction (in skin, chin) (granuloma skin) and scar tissue (implant site scar). As all assessed as possibly related to treatment with restylane and/or restylane lidocaine. The company has assessed the granulomas in abdomen (implant site mass), reddish (implant site erythema), hardened (implant site induration) and grow, swell (implant site swelling), blisters (blister), granulomatous reaction (in skin, stomach) as all unrelated or unlikely related to treatment with restylane or restylane lidocaine . The company has assessed the injection in a scar below the costal arch (off label use) as unlikely related to treatment with restylane or restylane lidocaine.

Manufacturer narrative:
(B)(4). CAPA: the events are labelled in the instructions for use and the reporting frequency of atrophy/scarring and granuloma based on estimated treatments for restylane filler range of products are <1/100 000 treatments. Preventative action: the events are labelled in the instructions for use and the reporting frequency of atrophy/scarring and granuloma based on estimated treatments for restylane filler range of products are <1/100 000 treatments. Manufacturer narrative: last information received on 3-jan 2016 indicate continous improvement and the situation is calmer and the effected facial areas are getting softer. Pharmacovigilance comments: 12-january 2016. Last information received on 3-january 2016 indicates continous improvement and the overall assessment of the case does not change.

Event description:
(B)(4). Version 3 (03-jan-2016): added fu18. Additional photos taken on 18-dec-2015 have been received. The situation is "much calmer and is getting softer". Outcome of events at the time of the report and the latest information received on 3-january 2016, indicates continous improvement and the overall assessment of the case does not change.